Event description:
Consumer is claiming the equate interdental brushes are getting stuck in her teeth. Consumer stated the wire part broke off from the plastic holder and it was lodged between probably a crown and another crown. She plucked it out with her tweezers. She only had one break on her between those two teeth, but the others just folded over.